Event description:
In 2009, the pt reported that yesterday, when she changed the insulin cartridge of her infusion device, there were no air bubbles in the cartridge, but later in the day she had a "big bubble and tiny bubbles" in the cartridge. She primed the bubbles out through the tubing. This morning, she said her husband checked the cartridge for air bubbles at 6:00-6:30 am, and did not see any, but just prior to the report, she found an air bubble and primed it out. She stated she does not currently have an air bubble. She was advised to lightly tap the side of her device to move air bubbles to the top of prime out. She stated she had a blood glucose reading of 158 mg/dl this morning, which she stated "wasn't too high." She stated she uses room temperature insulin to fill the cartridge and she has previously met with a trainer. She has had this issue with multiple cartridges and both her primary and backup infusion device. A request for additional training was submitted. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.